Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-may-2019 with the following findings:.during investigation, there were frequent low battery warnings observed. The black box shows battery voltage immediately following a battery change is low. The pump electrical current draws tested within specifications. Unrelated to the original complaint, the pump powered on to a dim and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (battery life) issue. It was reported that the battery life was less than expected. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.